Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. Patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and vault prolapse. It was reported that the patient had the concurrent procedures of anterior repair with graft and vault performed during mesh implantation. It was reported that on (B)(6) 2011, the patient underwent extensive revision/excision of anterior wall mesh erosion and vaginal exploration. All mesh and arms were removed and sent to surgical pathology.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat and pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 and on (B)(6) 2012 due to mesh eroded through the vaginal wall. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.